Event description:
Patient was revised because the cup was not fully seated. (B)(6) 2012 - litigation papers received. It alleges that the patient suffers from pain and discomfort. The liner and head have been added. Date of implantation was also noted.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.